Manufacturer narrative:
The motor driver was returned to the manufacturer for analysis. Issue was able to be duplicated by medtronic personnel. Investigation found that the gear box / clutch will not engage." Manually test motor and gear box several times, the gear box will not engage the motor witch causes drive issues. The hardware investigation found that reported event was related to a mechanical failure mode; drive issues were the root cause. The motion control board is currently under analysis.

Manufacturer narrative:
Analysis of the returned motion control board confirmed an electrical failure as when installed in a known good system the r95 potentiometer did not adjust beyond .2vdc.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the voltage output from the left drive board was insufficient and that the clutch on the left drive motor had failed. To resolve the reported issue, the drive motor and drive board were replaced on 31 march 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect drive motor and drive board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was experiencing issues with the left drive wheel and the left motor was making a noise. No additional information was provided. There was no patient present when this issue was identified.